Manufacturer narrative:
Review of pre-placement inspection record found that device was in good working condition prior to delivery to customer. Inspection includes inspection of the manifold, mattress base, and cells; which were found to be in good condition. Four days after delivery, customer reported that mattress was "not inflating underneath the patient's buttocks", which resulted in additional pressure breakdown. Upon return of device to distributor, mattress was inspected. Inspection found that mattress was inflating as designed when laying flat, but testing when the mattress was up 30-40 degrees with simulated patient weight, inspection was able to reproduce the reported air loss near the middle of the mattress. Inspection of the mattress found that one of the rubber stems on the manifold had a crack in it, resulting in mattress softness in certain positions. As rubber stem was in good condition prior to delivery to customer, it is unknown how rubber stem became cracked. Sizewise clinician unsuccessfully attempted to contact the customer to determine the severity of the reported additional pressure breakdown via email on 03/27/18 and 03/28/18, and via telephone/voicemail on 03/28/18. Customer was successfully contacted on 04/11/2018. Customer was unwilling to provide information on the patient's existing pressure injury or provide specific staging for any additional pressure breakdown, but reported that this incident had resulted in additional injury. Customer was unwilling to provide details on any required medical treatment, but reported that the incident had prolonged the stay of the patient. As this incident resulted in the need for medical intervention to preclude a possible serious injury, and the device may have contributed to this, this complaint is reportable.

Event description:
Customer reported that when turning the patient for wound care, it was discovered that the mattress was not inflating underneath the patient's buttocks where patient already had a known pressure injury. Additional pressure breakdown was noted.